Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. This case has initially been reported by zimmer inc. Under MDR report nr. 1822565-2010-01421. As now we have become aware about the products that were used, this report is filed under the new report number. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).

Event description:
It is reported that pt underwent hip surgery and experienced pain from the beginning. Husband saw that hip going the wrong direction. Pt was revised for a dislocation.